Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported in postoperative recovery after a trial lead implant, stimulation was lost due to the lead had migrated to the left. Reportedly, the patient was taken back into the or where the lead was repositioned more to the right. Bilateral stimulation was achieved postoperatively. The issue is resolved.